Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. During surgery, when attached, negative pressure was applied but suction could not be done. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 product not confirmed. H3 evaluation: one used reservoir received for evaluation. On evaluation of complaint sample, reservoir was checked for functionality test. It was observed that reservoir functioned as per the intended use upon activation as per the method defined in IFU. Performing 100% functionality test before the release of the product. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.